Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4058m-52 implantable pacing lead 1995 (B)(6); 6947-58 implantable tachy lead 2003 (B)(6). (B)(4).

Event description:
It was reported that the patient's remote monitoring system identified an out-of-range impedance measurement for the left ventricular (lv) lead. The patient came in to the office for further evaluation, upon which an x-ray was taken, confirming a complete fracture of the lv lead. The lead remains in use. No action is planned. No patient complications have been reported as a result of this event.